Event description:
Hardening of product; displacement of product; swelling around eye (not injection site); injection site inflammation; injection site redness; injection site pain; injection site bruising. Report received on 02-aug-2007 from a physician regarding a female patient, who is a nurse in his office and has a history of morphine allergy, past restylane and botox use, and no concomitant medications. In 2007, the patient received injections of hylaform plus in her nasolabial folds during a product training program. The patient experienced post-injection bruising that resolved "quickly." Approximately three weeks later, the patient experienced hardening and displacement of product upward toward the left eye as well as swelling around the left eye and redness, inflammation and pain at the injection site. The physician prescribed oral keflex in case of infection. The patient reported it begin taking effect the following month. No further information was provided.

Manufacturer narrative:
.